Manufacturer narrative:
(B)(4). Date sent: 11/20/2025 d4: batch # a97v3t additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Unaware of or if the staples were malformed. How was the bleeding controlled? Unsure how much blood was lost (ml)? Unsure did the patient require a transfusion? Unknown could you please provide more details about the type of oozing? No was the device locked on tissue with the jaws closed? If yes, how was the device removed? Unknown what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? After speaking with the doctor, I don¿t believe that the device needed to be manually overridden did the jaws eventually open? I do believe that the jaws opened. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? After speaking with the surgeon in the following days, he didn¿t mention any adverse effects as far as the patients post operative status. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage and with no reload present. Upon analysis, the jaws were partially open, the knife was noted to be partially deployed into the anvil. The device was closed and home button was pressed, and the knife returned to the home position as expected upon visual inspection of the knife no damages were observed. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. It is possible that the knife was partially deployed may have been due to opening the jaws before the knife was fully returned home after firing. The event log was reviewed. An event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury when the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished #ech60c, with lot/batch #a9844u, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number a97v3t, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a diagnostic laparoscopic procedure, it was observed that they could not get the jaws on the device to open or it was locked out. The surgeon stated that knife blade was firing and returning but was not providing a quality staple line; and that it was forming a staple but it was bleeding. There was no patient consequence nor surgical delay reported. No additional information provided.